Event description:
It was reported that during the procedure of cerebral aneurysm embolization the stent (subject device) lost its connection with stent delivery wire and it was present at about 2 cm from the end of the microcatheter. The operator has removed the microcatheter along with stent from patient vasculature. The stent was present in its sheath. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient with surgical delay of about 20 to 30 min.

Manufacturer narrative:
D6 date of implant - corrected (device is not implanted in patient). Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent delivery wire (sdw) was noted to be kinked at 2 cm from the distal tip. The returned sl-10 microcatheter was noted to be kinked at 12cm & 19cm from the proximal end. There was bending noted to the distal end of the microcatheter. During functional testing, the catheter was flushed and a patency mandrel advanced. The patency mandrel would not advance beyond 31cm from the proximal end. The microcatheter was cut and the atlas stent was deployed. The distal end of the stent was deformed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As the sdw was kinked/bent but was not broken, the as reported issue was not be confirmed. The stent was seen to have been deployed prematurely in the catheter shaft and was deformed, it can be presumed that procedural or anatomical factors contributed to this and therefore, this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure of cerebral aneurysm embolization the stent (subject device) lost its connection with stent delivery wire and it was present at about 2 cm from the end of the microcatheter. The operator has removed the microcatheter along with stent from patient vasculature. The stent was present in its sheath. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient with surgical delay of about 20 to 30 min.